Event description:
The clinic reported that a laser vision correction patient presented with photophobia and transient light sensitivity syndrome (tlss) in both eyes post treatment. It was reported that patient was started on fluorometholone ophthalmic 3 times a day in both eyes for 1 week, then once a day for a week. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of light sensitivity indoor and outdoor. On 25-nov-2014 it was reported that patient cancelled appointment for (B)(6) 2014 and rescheduled for october. At last visit on (B)(6), dryness still present and photophobia. Patient was instructed to start flarex 4 times a day. Follow up from (B)(6) 2015 and they reported that tlss has resolved some time between the (B)(6) 2014 after treatment (flarex drops x 2 weeks) and that no additional surgical intervention was required.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.